Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding an implant of a 20mm sapien 3 ultra valve in aortic position by transfemoral approach. During the deployment of the valve with +0.5cc, the 20mm commander delivery system balloon burst. The final position of the valve was acceptable, and no post-dilation was needed. The delivery system was retrieved through the esheath with no difficulties. The patient did not suffer any injury and was noted as to be great.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Imaging was received for review. The 3mensio report, procedural cine and device imagery were provided and the following was observed: calcification present at the aortic native annulus. Balloon burst during valve deployment. Balloon longitudinal and minor radial tear burst at inflation balloon area. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over inflation) likely contributed to the event as calcification was observed in the native valve annulus. Also per event description, 0.5cc of extra volume were added during valve deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.